Event description:
The hcp reported that the pt expired recently. The pt reportedly drowned in a swimming pool. Date of death is unk.

Event description:
Manfacturer's rep reported death unrelated to pump.